Event description:
It was reported that when patient was presented in operating room for a scheduled generator replacement due to normal elective replacement indicator, physician noted that the right ventricular lead had an insulation abrasion near the yoke of the lead. There was no electrical anomaly or noise noted on lead. Physician repaired the lead with medical adhesive and a suture sleeve and connected the lead to new device successfully. Patient was stable before during and after surgery.